Event description:
It was reported through an article that a patient underwent a gynecological surgical procedure involving morcellation on unknown date. Following the procedure, the patient died from sarcoma. Additional information has been requested.

Manufacturer narrative:
(B)(4) ¿ sarcoma occurred. Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue. Additional information: it is unknown if the actual device used in this patient procedure was an in fact an ethicon product.